Event description:
According to the statement from the customer, the following was observed in 2002: configuration a sc6002xl on a rolling stand, with a r50 recorder connected to the monitor by an interface plate in the monitor and the r50. When a manual recording is initiated on the sc6002xl, the r50 start normally. After pressing the registration button again, the r50 stops but the monitor sound a high pitch and the screen is dark and power is off. You have to switch the monitor on again by the power key. After booting up is completed you see an error message default setups restored. All software versions and languages have the problem. This failure is only happening when the sc6002xl is supplied with 230v from an ac adapter. On battery modes everything works fine. The complaianant indicated that there was no pt involvement in the reported event.